Manufacturer narrative:
UDI : (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed on the adapter which determined that the t-handle was broken. It was determined that the device was most likely side loaded when used with the impactor device, which was not what the device was designed for (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the kincise cup-adapter-pinnacle device was broken. It was further reported that the cup impactor handle was broken. During in-house engineering evaluation, it was observed that the t-handle was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.